Event description:
It was reported that the vns patient passed away. Further follow up revealed that the patient was found deceased at his residence. The cause of death was listed as probable seizures, chronic seizure disorder. It was reported that the patient was cremated; the device was requested but was no longer available for return. The relationship of vns therapy to the patient's death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.